Manufacturer narrative:
(B)(4).

Event description:
It was reported that an overdose had occurred during a refill session. It was not known if the overdose had caused a problem. The pt was put on a narcan drip following the overdose and sent to her health care provider for reprogramming. A bridge bolus was programmed, but no programming errors were found. When the pt arrived at the health care provider's office, the bridge was one hour from completion. The health care provider cancelled the bolus and lowered the program rate. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.